Manufacturer narrative:
The reported events of high pacing impedance and inadequate capture were not confirmed. As received, a complete lead was returned in three pieces. Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed high pacing impedance and high capture thresholds on the right ventricular lead. The physician elected to explant and replace the lead. The patient condition was stable